Manufacturer narrative:
Continuation of d10: product ID: neu_recharger_acc, serial# unknown and product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc and serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an uncomfortable electric charge sensation when using the wireless recharger during implant charging sessions, which caused pain in their feet and calves. This issue began with the first use of the wireless recharger. The patient did not experience this sensation with the insr, although it frequently lost connection and turned off, making charging sessions lengthy. Patient services suggested trying to charge with a thin t-shirt, as the patient had placed the wireless recharger directly on the skin. The patient noted that using the drape slightly alleviated the issue. Additionally, patient services reviewed the option to reduce the recharging speed on the wireless recharger, though the patient could not read the small serial number. The patient planned to try using a t-shirt during charging and would contact pss for further assistance if necessary. They have an appointment with their healthcare provider on (B)(6) 2025, where they intend to discuss the issue and bring their equipment for review.